Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. Customer's blood glucose level was 260 mg/dl. Customer stated that pump stop working. The customer stated that she got low battery alert and she replaced the battery. Customer stated that battery cap was neither damaged nor corroded. The insulin pump will be returned for the analysis.